Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the ats45 device (a) was received with the firing trigger damaged and with two tr45w cartridge reloads present. Cartridge (c) l52g20, tr45w was received partially fired 1/2 and with the lockout normal, which indicates that the device's firing cycle was interrupted. Cartridge (d) l52g20, tr45w was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. In addition the device was disassembled to verify the condition of the internal components and no anomalies were noted. It is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device was loaded and would not fire (catching). This happened with three additonal reloads (of same code) loaded into this same first device. A second device was then opened and the dark gray handle fell off of this second device. A third device of a different lot number was opened and used to complete case. There were no patient consequences reported.